Event description:
The customer reported that the device failed to power-up.

Manufacturer narrative:
The customer reported that the device failed to power up. The device was evaluated locally. Multiple parts were replaced to resolve the issue. We cannot determine the cause since multiple parts were replaced.